Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up check, post-paced t-wave oversensing was observed via stored egm. Programming changes were recommended.